Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the right and left pulmonary arteries using lightning aspiration tubing (lightning) and an indigo system aspiration catheter 12 (cat12). During the procedure, while aspirating the clot using the lightning, the lightning clogged and the indicator light on the lightning unit turned solid red. Therefore, the physician used a three way stop cock with a 60 cc syringe to flush the lightning with saline solution. However, the physician experienced resistance and was unable to clear the clog. The indicator light on the lightning unit remained solid red. Next, the physician switched off aspiration, unplugged the power cord from the wall and unplugged the usb cord. The physician then reconnected the power and usb cord before turning the lightning unit back on. Subsequently, the indicator light on the lightning unit turned green initially before turning solid red again. The physician then repeated the power cycle troubleshooting steps but the indicator light remained red on the lightning unit. Therefore, the lightning was not used for the remainder of the procedure. The procedure was completed using a new lightning and the same cat12. Additionally, the physician mentioned the patient's pulmonary artery pressure dropped 25 percent while the patient was on the table. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned lightning was unable to confirm the reported red light. There was blood throughout the inside of the lightning housing. This fluid intrusion prevented the device from powering on during evaluation. This damage typically occurs when too strong of a positive pressure is introduced to the system. If the system is over pressurized when flushed, it can leak internally. If blood contacts the internal electrical components it will likely become non-functional. Penumbra devices are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.